Event description:
It was reported that (1) device was used during a laparoscopic hysterectomy. It was reported by the affiliate that the 512on gasket tore during the procedure. There was no consequence to the pt.